Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-24295, 24296. The pt was implanted with two scs leads from the same lot number. It was reported, the pt stopped charging and using his scs system sometime in (B)(6) 2012 after receiving the letter from sjm regarding the heating while charging issue. The pt also stated his system was no longer providing effective pain relief. The pt has no plans to take any actions regarding his scs system at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.